Event description:
Smiths medical international ltd. Has been notified of an incident when removing an epidural catheter, the tip (2cm) broke off and remained subcutaneous. Event was confirmed on CT scan. No adverse outcome reported.